Event description:
Caller reported a blood glucose result of 140 mg/dl on the aviva system, lab result of 47 mg/dl on a sample drawn within 10 minutes on a professional system. Reported no adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.